Manufacturer narrative:
G4:21jan2021. B4:26jan2021. H11: upon investigation, it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-04308 was submitted. All information were submitted under the initially reported MFR report# 2031642-2020-04308 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020.

Event description:
The customer reported getting check vent back up alarm when powering on the unit. The customer contacted product support and the caller advised error in the significant event logs. The caller advised the unit has c-flex, avaps, ramp and auto track +. Product support advised the caller of the suspect cpu pcb (printed circuit board). The caller advised has 2.30 software. Provided part ID. The customer reported that the unit was not in use on a patient. The customer replaced the cpu pcb and asked to call him back to help with serial number and option codes. Product support called the customer and walked through the steps of putting serial number and options codes back in the unit. The caller advised can close the case.